Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: a visual inspection of the exterior and interior of the pump was completed, finding multiple signs of damage, including the battery door and platen/door. Conclusion: the pump being dropped by a user directly cause the damage, which is directly related to the over flow the customer experienced.

Event description:
Reported by the customer as: pump continues to run when treatment time is finished. Pt injury: no.